Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal hydromorphone and clonidine (all unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient's pump started alarming on april 9th. The patient stated they moved due to finances could not continue to make the trips to portland so the pump ran dry and they went through a real fun week of withdrawals. The patient mentioned they had spondylitis, rheumatoid arthritis and fibromyalgia and stated "to be quite honest" they were feeling detoxable 2- 3 times a month because of the delivery amount that was pretty high. The patient asked if there was anything that could be done to silence the alarm and the patient stated they understood the pump had gone bad, but they were going crazy with this alarm. The patient did not have a managing healthcare provider at the time of the call and stated he had an appointment with his primary care doctor on june 11th. The patient asked if a representative could be present at the appointment. Technical services reviewed the process of getting a representative to the appointment and redirected to their hea lthcare provider. The patient also asked if they should have the pump "taken out".  The agent informed the patient that was a medical decision to be discussed with their doctor. The patient provided the name and facility of their hcp.